Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that a prismaflex machine did not alarm when effluent bags being used with the device leaked during treatment. This occurred two days in a row. There was no report of patient injury or medical intervention associated with this event. No additional information is available.